Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 450 mg/dl. Customer felt tired. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer was assisted in programming time and date. Customer was not able to perform high pressure test due to not having tubing clamp. After troubleshooting, customer was advised that tubing clamp would be sent and to call when in receipt of tubing clamp in order to complete high pressure test. Customer was also assisted in where to find insulin left in insulin pump.